Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 01/25/2017, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted on (B)(6) 2016. Date of issue and sensor insertion is an approximation. The reaction was located under the adhesive at the sensor site and was described as red bumps. The patient's mother thought the patient was just overly sensitive to adhesive and did not take any action to the reaction until about two months later. Then the patient's mother took the patient to the endocrinologist for recommendations on the skin rash. The endocrinologist recommending to try some over the counter (otc) benadryl cream to treat the affected area. Date of medical intervention is unknown. The patient's mother uses triamcinolone cream to treat the affected area after every sensor removal. The triamcinolone cream was previously prescribed by the patient's pediatric doctor for an unrelated skin condition. Date of prescription is unknown. The patient's mother was told it was ok to use the triamcinolone cream on the patient's skin rash in lieu of benadryl cream. At the time of contact, the patient was ok. No additional event or patient information was provided.